Event description:
It was reported the customer was hospitalized due to a stomach virus. Customer also experienced high blood glucose levels (200-420 mg/dl). Troubleshooting was performed and pump passed delivery system check. Customer uses u-500 insulin.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.